Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2018. A product experience report was received on 08/03/2018 states that this lead was involved with loss of capture. The physician was dr. (B)(6) at (B)(6) clinic and hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).